Event description:
During a coronary stent procedure, crossing difficulties were encountered. The physician was unable to cross the lesion and elected to retract the delivery/stent device. Upon removal the stent dislodged outside of the pt. No pt injuries or complications were reported. Same case as MFR report # 6000093-2004-00069.